Manufacturer narrative:
H10: the reported complaint of device breakage is confirmed. Conmed received one 60-6085-200a in opened original packaging. The lot number was verified to be same as reported. A visual inspection was performed; the device was received disassembled in multiple pieces however all pieces of the device were received and intact. Measurements were taken, the inner diameter of the green cervical cup was on the higher end of the spec measuring at .208". The shaft measured at .1905". The inner diameter of the blue cone measured .200" which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events for the balloon reported for this lot number. A two-year review of complaint history for the failure mode of "balloon dislodges from stainless steel tube" pertaining to the balloon, revealed there has been a total of 26 complaints, regarding 27 devices, for this device family and failure mode. (B)(4). A two-year lot history review was conducted and found no other similar events for the cup reported for this lot number. A two-year review of complaint history for failure mode of "cervical cup does not stay on device" pertaining to the cups, revealed there has been a total of 20 complaints, regarding 20 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised to slide the cervical cup along the manipulator tube until its outer edges surround the vaginal fornix. Ensure proper positioning of this cup before proceeding. Note: if suturing the cervical cup in place, thread suture through suture slots prior to cervical cup positioning. Once cervical cup is in place, suture can be tied off. A) slide the vaginal cup along the manipulator tube until it meets the back edge of the cervical cup and is completed seated against the vaginal walls to ensure maintenance of pneumoperitoneum as required. B) slide lock down to vaginal cup and secure in place by turning thumbscrew clockwise until tight. To ensure that the intrauterine balloon has not ruptured during insertion, check the tautness of the pilot balloon. Apply gentle traction to the manipulator tube to check that vcare is secure and that the uterus is grasped. The IFU also advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU gives direction as to removing the vcare after use, including but not limited to; swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative returned a vcare device and reported issues with the vcare, small (32mm) cup, item # 60-6085-200a, lot # 202001061 that occurred (B)(6) 2020 at (B)(6) health system. It was reported that during a robotic laparoscopic hysterectomy while trying to reposition the v-care, it came apart. The v-care had just been put in place within the uterus and the physician was attempting to re-position the device. The staff had not started the procedure yet, just placed the v-care. No extreme force was being used and the green cervical cup had not been sutured in place. Nothing on the v-care fragmented or broke apart. The balloon came off, and then all the components slid off the shaft. It is confirmed that all detached parts were removed from the patient by hand, there was no impact or injury to the patient. The procedure was successfully completed with no reported delay, using another v-care. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.